Event description:
When the doctor stepped on the footpedal the console displayed "output shorted" and the vapr did not work. The doctor took the handpiece out of the body and stepped on the footpedal and sparks came off the tip. No patient injury. Another handpiece was used to complete the procedure.the original procedure was a shoulder arthroscopy. Manufacturer response (as per reporter) for vapr electrode, depuy mitekno response yet. Expect to return product for evaluation when contacted.